Manufacturer narrative:
No further analysis is possible at this time, as the lead remains partially in service. This event will be reopened and updated if additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observations were not able to be confirmed through analysis.

Event description:
Event description boston scientific crm received information that this right ventricular (rv) lead and cardiac resynchronization therapy-defibrillator (crt-d) were associated with oversensing that resulted in episodes of pacing inhibition and diverted shock therapy. A boston scientific crm field representative reported the lead's pace/sense channel was capped, and a new guidant rv pace/sense lead was implanted. The lead's defibrillation channel remains in service. There were no adverse patient effects, and the crt-d remains implanted and in service. Additional information was received approximately five and a half years later this device was explanted for normal battery depletion. No additional field observations were received. No adverse patient effects were reported.